Event description:
Ongoing probelms with medtronic/minimed paradigm 515 insulin pump reservoirs, as follows: -1- connection between reservoirs and insulin infusion sets do not mate properly, connection is either too loose or too tight-, which can affect insulin delivery, leading to hyperglycemia. -2- approximately 10% of reserviors I have purchased are unusable as the plunger on the reservoir syringe will not move, and as a result, the reservoir cannot be used.